Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient experienced a monomorphic vt. The rate fell below the programmed parameters and the patient did not receive therapy. External defibrillation was required. The device went into back-vvi mode with no hv therapy available. The device was explanted and replaced. The patient was in good condition after the event.